Event description:
It was reported that the scans showed the implant was dislocated and the screws were broken. A revision surgery is to be performed.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event could be confirmed because the post-op images were provided. It was confirmed the screws are broken. These screws were broken on the mid-shaft, not at the head, which can indicate a trauma failure. Overall, the surgeon reported that the patient had an accident and encountered excessive external force. Most likely, these forces might have caused the breakage of the screws, but because the affected screws are not available for investigation and the limited information provided, it is not possible to identify the root cause. H3 other text : implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : unknown.

Event description:
It was reported that the scans showed the implant was dislocated and the screws were broken. A revision surgery is to be performed.